Manufacturer narrative:
Thermo fisher scientific's r&d group analyzed the 5 customer-supplied data files on 24-sep-2020, and confirmed 2 of those 5 data files show a total of three (3) reportable false positive patient sample results. (B)(6): one false positive due to a bubble in the reaction well, indicative of insufficient centrifugation of the qpcr plate; one false positive due to s gene contamination, which the user indicates has been an issue with other runs (suspected lab contamination). (B)(6): one false positive due to a bubble in the reaction well, indicative of insufficient centrifugation of the qpcr plate. Customer was advised to follow instructions per the assay's instructions for use concerning proper vortexing/centrifugation and to ensure proper handling of all materials.

Event description:
Laboratory's improper centrifugation and mishandling of the qpcr plate led to three (3) false positive patient results. On (B)(6) 2020, the customer reported concerns of false positive covid-19 results from assay runs on (B)(6) 2020. Customer was advised to follow instructions per the assay's instruction for use concerning proper vortexing and to ensure proper handling of all materials. The customer did not report any deaths, or serious injuries. Thermo fisher scientific was not able to confirm whether or not the false positive result was reported out of the lab and communicated to the ordering physician and/or patient.